Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that they were unable to take a 3d spin, as the power supply(ps1) voltage was low. They adjusted ps1 back to specification and performed a system checkout. It was confirmed that the system was operational and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that this system is not able to take a 3d spin. There was no patient present when this issue occurred.